Event description:
Ous MDR. After an implantation time of about 35 months, numerous vf detections caused by artifacts in the iegm were reported. One of these detections led to a shock. System removed: kentrox sl-s 65/16 steroid, MDR 108232-2008-01143.

Manufacturer narrative:
Ous MDR - ICD underwent a status interrogation, which showed the device status mol 1 after an implantation time of 35 months. The shock table documented 62 charge processes, most of them aborted. The memory content of the ICD was checked; the recorded iegms showed interference in both the ventricular channel and in the ff channel. In consequence, the signal sensing of the ICD was checked and proved to be free of noise. The ICD sensed applied signals free from interference. Next, the ICD's capability to provide therapies was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was applied and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. Charge time was normal. The analysis did not provide any indications of a material defect or manufacturing error. The ICD proved to be fully functional.